Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via company representative "patient believes these are recalled implants". Later, healthcare professional confirmed rupture. This record is for left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b6, d3, g1, h6

Event description:
Healthcare professional reported via company representative "patient believes these are recalled implants". Later, healthcare professional confirmed rupture. This record is for left side. The device was explanted.